Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the fourth dwell cycle of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused the reported alarm. The patient stated that she would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.